Event description:
Pt had pacemaker implanted in 1995 at another facility. Pt presented to physician's office with recurrent weak spells. An EKG and pacemaker analysis showed noncapture of the atrium. Pt admitted for replacement of atrial lead.